Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information received clarified the catheter damage was in the distal segment.

Event description:
It was reported that during a spinal surgery that was unrelated to the implanted infusion system, the surgeon found a tear/fracture in the distal segment of the catheter. It was noted the catheter was not cut by the surgeon. The surgeon removed the leaking portion of the catheter, and spliced the catheter back together. The pump dose was reset to minimum rate following the procedure, and the patient was to follow-up with her managing healthcare provider (hcp) after discharge for further pump management. The managing hcp later reported that the surgeon noticed a hole in the catheter, and it was repaired. The location of the fracture/hole was reported to be at the proximal (pump) segment. No catheter or catheter segments were left in the intrathecal space unused. The patient recovered without permanent impairment, and the dose was being titrated back up. The pump was used to deliver dilaudid and bupivacaine. The exact location of the catheter damage (tear/hole/fracture) remains unclear because the managing hcp reported the catheter damage was at the proximal (pump) segment, and the manufacturing representative reported the catheter damage was at the distal segment. Further follow-up was performed to clarify the location of the catheter damage. If this information is received, a supplemental report will be submitted.